Manufacturer narrative:
Initial and final MDR 2584225-device 3 of 5.

Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient faced five infusion sets tubing detached from connector events on 20-feb-2026. The infusion set was in use for one day. The blood glucose level was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.